Event description:
The husband used the unit and no problems occurred, but when his wife used the same rts, a piece broke off and the end user fell off the side of the toilet when the product dislodged from the toilet itself.